Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high impedance and had an insulation anomaly. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
The complaint could be verified. The reported high impedance was caused by fractured sensing cable. The cable was fractured due to fatigue. All other damages were sustained during explant procedure.